Event description:
Patient was prepped and draped for a lumbar laminectomy. Procedure started and during the procedure, it was noted by the anesthesiologist, that the pt started bleeding at the head of the bed. The patient's head was partially out of the pins. Head was supported by dr. A different skull clamp was used, an x-ray obtained and the procedure was resumed.